Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, moderately calcified, mid, right coronary artery (rca) stenting procedure, pre-dilatation was completed with a 1.5 x 12 mm non-abbott balloon and a 2.0 x 12 mm non-abbott balloon. A mini vision (2.0 x 12 mm) stent delivery system was advanced, but met resistance with the patients' anatomy and would not cross the lesion. As the mini vision was attempting to cross the lesion, the stent dislodged from the stent delivery catheter just proximal to the mid rca lesion. The mini vision stent delivery system was removed without difficulty. A non-abbott loop was used to snare the mini vision stent from the patients' anatomy and the procedure was abandoned. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.